Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) deployed with force. The customer explained that the iol was handed to the surgeon without any problems until he began to deploy the lens. When the surgeon was initiating placement of the iol, the inserter deployed with force on the sclera causing a puncture wound. The nurse was advised, and the procedure was completed with a backup lens. The iol deployed in the sclera so it was outside the eye and didn't reach inside the eye so the capsular bag was not damaged. The patient outcome is unknown. There is no further information regarding this event.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 26, 2026. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. The product was visually inspected revealing that the lens was stuck in the cartridge. The cartridge was cracked and damaged with the plunger rod protruding from the cartridge. The cartridge tip was bent and damaged. The plunger rod was also bent. This damage is consistent with excessive force being used to advance the lens after the lens became stuck inside the cartridge. Ovd was observed inside the cartridge. The lens module was opened and inspected, and no issues were identified. The handpiece was inspected and no further issues were identified. The lens could not be removed from the cartridge for further evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.